Event description:
While argon beam coagulator triple option pencil was in use on a patient in the o.r. It caught on fire. Fire was extinquished and there was no harm to the patient. Bio med was informed at 1430 3/31/92 that an incident has taken place in o.r. 5. At this time bio-med requested all pieces to the unit involved in incident for evaluation. Manufacturer was contacted and a service tech was dispatched (phillip hardwick) to perform an evaluation of the unit. After a complete evaluation of the system it is the service tech's recommendation not to use the multipurpose hand pencils until manufacturer has evaluated them. As 4 out of 5 we tested being defective with one catching on fire which was involved in the incidentdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. The device was not destroyed/disposed of.